Manufacturer narrative:
H3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition.

Event description:
As reported, approximately 3 years and 5 months post the initial right reverse total shoulder arthroplasty, the patient was revised due to infection. A washout was performed and everything was exchanged except the humeral stem. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.